Event description:
Customer performed a blood glucose comparison on a patient. The device reading was 136mg/dl, they retested and received a result of 323mg/dl. The lab result was 53mgdl. Treatment if any was not provided. Controls are listed as in range but not values were provided. A request made of the return of the suspect device and replacement was sent.